Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore, the investigation is confirmed for filter migration and filter tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter experienced migration and tilt. The information was received from a single source. One patient was involved with no reported patient impact or consequence. A (B)(6) year old female, patient's weight was not provided.